Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a csi orbital atherectomy device got stuck in a stent and required additional intervention in order to remove it from the patient. The target lesion was an in-stent restenosis located in the mid-right coronary artery (rca), which the physician accessed via a femoral approach. The physician had completed four runs with the oad, but during the fifth run, the oad got stuck in the stent. The physician cut the saline sheath and driveshaft at the distal end of the handle and removed just the saline sheath from the patient. The physician was then able to retract the oad to the patients groin, but no further. At this point, a vascular surgeon was brought in to perform a cutdown at the groin in order to remove the oad and attached stent. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
(B)(4).

Event description:
It could not be confirmed that the target lesion was an in-stent restenosis. It is only confirmed that the target lesion was located in the mid-right coronary artery (rca)